Event description:
It was reported that a right ventricular (rv) lead exhibited elevated thresholds. Boston scientific technical services (ts) also stated that there was a drop and then a plateau in impedance, however the cause was not determined. Ts recommended a clinic evaluation considering all due diligence on the lead to include device-based lead testing, and serial impedances with constant electrocardiogram (egm) observation while having the patient perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. No adverse patient effects were reported. This rv lead remains in service. Additional information was received, out-of-range right ventricular (rv) intrinsic amplitudes and an rv automatic threshold (rvat) test above programmed amplitude or suspended were observed. Ts reviewed the rvat test and indicated that it was likely in suspension due to low evoke response, leading to the increase of the pacing thresholds up to 5v. In addition, low pacing impedances within range were observed. Ts recommended to evaluate possible lead integrity issues. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the rv exhibited loss of capture (loc). Subsequently, this patient underwent a revision surgery in which this lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Event description:
It was reported that a right ventricular (rv) lead exhibited elevated thresholds. Boston scientific technical services (ts) also stated that there was a drop and then a plateau in impedance, however the cause was not determined. Ts recommended a clinic evaluation considering all due diligence on the lead to include device-based lead testing, and serial impedances with constant electrocardiogram (egm) observation while having the patient perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. No adverse patient effects were reported. This rv lead remains in service. Additional information was received, out-of-range right ventricular (rv) intrinsic amplitudes and an rv automatic threshold (rvat) test above programmed amplitude or suspended were observed. Ts reviewed the rvat test and indicated that it was likely in suspension due to low evoke response, leading to the increase of the pacing thresholds up to 5v. In addition, low pacing impedances within range were observed. Ts recommended to evaluate possible lead integrity issues. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the rv exhibited loss of capture (loc). Subsequently, this patient underwent a revision surgery in which this lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This right ventricular (rv) lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and noted to be bent. There was dried blood within the helix housing. It was also noted the lead body had several twists in the areas 135, 140, and 150 millimeters (mm) from the terminal pin. Resistance testing was completed and the lead exhibited normal measurements; however, an x-ray was performed, and it was discovered the inner conductor coil was wound up within the inner lumen and a fracture was visualized due to this damage. Based on the characteristics of the fracture, it was determined the inner coil damage was consistent with excessive rotation of the terminal pin during implant. Analysis concluded that the clinical observations of high capture threshold measurements, low pacing impedance measurements, and loss of capture were likely caused by the confirmed fracture.